Manufacturer narrative:
Technical service information was received. No parts were replaced. At the visit on site, the field service engineer verified the system successfully according to company specifications. No technical issue could be identified. To current knowledge, no part or component can be conclusively identified as the root cause. According to the surgeons report, the flap could be opened with some difficulties but the refractive procedure was finalized successfully. No impairment of patient¿s visual acuity due to the reported event. The shift happened very close to the end of the procedure and the surgeon was able to open the flap. Service technician could exclude a malfunction of the scanner unit during technical inspection at the visit on site. Based on the facts above the most probable root cause is an unintended movement of the patient¿s eye due to a temporary suction issue, e.g. Sudden gas escape from the cutting area when coming close to the anterior corneal surface. This is in accordance with the fact that the event did not reoccur after first observation and no other similar incidents were reported for the system. (B)(4).

Event description:
Upon additional follow up, issue has not occurred again. The cut next to the side cut was involved. Unit works currently without error.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A ophthalmologist reported that during the last second of flap creation during a lasik procedure, the laser created an additional shorter cut next to the side cut. No error messages were displayed. The fold was able to roll up but it was a bit hard at the distal side. The procedure was completed. Flap was folded back and a contact lens was put on. The patient did not mention any problems. Upon follow up, a parallel cut was made 1.5 millimeters to the temporal side cut. Flap came apart only in a short section (approximately 3 millimeters), outside of the optical zone, which was resettled parallel to the flap-bed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Executive summary of the logfile review shows no irregularities are detectable in the logfile. No systematic error of the system is detectable. Further after the reported treatment was performed further treatments were performed without any issue. Consultation shows that it is possible an intermittent defect of the scanner unit occurred which lead to one line of the side cut performed at the unintended position which is detectable in the picture of the treatment. The unintended cut seems to be performed in the wrong x and y direction due to the scanner unit. The system scanner unit and the board should be exchanged proactive and should be returned for further investigation. The unintended cut seems to be performed in the wrong x and y direction due to the scanner unit. The root cause could not be identified conclusively. (B)(4).